Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pa2930 / (B)(4), and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent laparoscopic myomectomy on an unknown date and suture was used. The needle broke in the surgery. The broken needle pin was missing and wasn't found in the patient's body even by the x ray. At last the abdominal cavity was closed and the surgery was completed. There were no adverse patient consequences reported. No additional information could be provided.